Manufacturer narrative:
Samples received: 8 unopened boxes (288 pouches). Analysis and results: there are no previous complaint of this code batch of which (B)(4) units were manufactured and mainly distributed in the market, there are no units in stock. We have received 8 unopened boxes, we have checked all units inside and the 288 unopened pouches correspond to the product labeled in the box: c1046236 batch 117037. According to the picture received, the product found inside is c1046235 and batch 115503. There were manufactured and mainly distributed (B)(4) units. There are (B)(4) units in stock. Product c1046236-117037 was manufactured in january 2017 and the other product (c1046235-115503) was manufactured in december 2015. We consider that the mix-up could not happen in b. Braun surgical facilities because at the time that the second product was manufactured (january 2017) only (B)(4) units were in stock of the first product. We have checked the distribution of both products, and b. Braun (B)(4) received both products: (B)(4). We consider that the mix-up could have happened in b. Braun (B)(4) facilities or in the end customer's if the hospital received both products. Final conclusion: although the results of the samples received fulfil the specifications of (B)(6) / b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: malaysia it was reported that 12 boxes of c1046236 (safil 2/0 ds24) was purchased. Inside the box is c1046235 (safil 3/0 ds24). A few boxes was opened and inside is still not the item they request which is a c1046236. Customer requested to change the balance 8 boxes of c1046236 that is not opened yet.